Event description:
It was reported that this implantable pacemaker had longevity dropped from 8.5 years to 7 years in a span of 1 day. Local representative is concerned about battery and patient is dependent. Data analysis showed that there are no suspicious faults or resets and the power increased shortly after implant. The impedances have been normal. The power is high due to the high accumulation of radio frequency (rf) time. This unit has accumulated 2715 seconds of rf telemetry time due to latitude communication. Also, a recent programmer interrogation and subsequent long latitude sessions have prevented the power from settling to a normal long-term average. Power will reach nominal levels once frequent programmer interrogations cease and the rf overuse issue is resolved. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.